Manufacturer narrative:
Investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte unit with the blue dust cap. The unit appears similar to the one displayed in the photos. Through the visual examination of the unit and photographs, they reveal a visible weld flash at the weld line of the top and bottom body and a brownish foreign matter present at the rim of the top body. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defects relating to an unacceptable weld flash and the molding process (foreign matter). The foreign matter is likely a degraded resin molded into the wall of the top body. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was found "dirty" and cracked when unpacked. The following information was provided by the initial reporter, translated from chinese to english: "when the anorectal department unpacked the package and checked before use, it was found that the q-syte was dirty and there were cracks on the edge.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte luer access split-septum stand-alone device was found "dirty" and cracked when unpacked. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the anorectal department unpacked the package and checked before use, it was found that the q-syte was dirty and there were cracks on the edge."